Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). A third party service technician evaluated the ventilator. Disassemble and inspected. No water damage found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1150 was dropped and water got into vent. At this time, there is no information regarding patient involvement associated with the reported event.